Manufacturer narrative:
Investigation summary: bd received 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through corrective and preventive actions (CAPA)1277214.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle the safety shield failed. This occurred on 2 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: on 3th dec, 2020, the blood collector of (B)(6) hospital found that the safety lock was loose and easy to fall off before using the product number 368607 eclipse.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer(r) eclipse" blood collection needle the safety shield failed. This occurred on 2 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: on (B)(6) 2020, the (B)(6) found that the safety lock was loose and easy to fall off before using the product number (B)(4) eclipse.